Event description:
It was reported that at the patient's follow up visit, the physician assessed that the lead was placed too close to the armpit which was causing the patient discomfort. The patient underwent a revision procedure to reposition the lead. The lead was pulled back towards the right flank and buried deeper below the skin. Post operatively, the patient was stable and was receiving good paresthesia coverage.